Manufacturer narrative:
On (B)(6) 2019, the complaint device was identified as a saline mentor siltex contour profile high 350cc, catalog number 3542712, serial number (B)(4). The implantation date was identified as (B)(6) 2015. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor siltex contour profile high 350cc, catalog number 3542712, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the left side. As a result, the patient underwent removal and replacement with saline mentor siltex contour profile high 350cc, catalog number 3542712, serial number (B)(4), lot number 7283930 (l) and serial number (B)(4), lot number 7477175 (r) on (B)(6) 2019.